Manufacturer narrative:
The device has not been returned for analysis at this time.

Event description:
It was reported that during equipment testing conducted at the user facility the device was running without user activation. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported run-on was confirmed by a manufacturer service technician through functional evaluation. A damaged trigger was identified, which is believed to be the probable cause of the reported event.

Event description:
It was reported that during equipment testing conducted at the user facility the device was running without user activation. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.